Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's mother reported, her son had high blood glucose readings while on vacation. She stated, her son disconnected from a competitor's infusion device and wore the infusion set while in the water. She stated, when he got out of the water her son had blood glucose readings of over 500 mg/dl on three different occasions. The mother stated, she used the protective cap on the piggy tail portion of the headset. She states, she ran out of infusion sets and her son went on injection therapy for the rest of the vacation. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement product was sent. No product was requested to be returned for evaluation as it was not available.